Event description:
The recent download from a male pt revealed several "battery pack fault" flags. They were all occurring on the same battery pack. Lifecor customer support attempted to reach the pt to discuss the exchange of the battery pack. Support left a message to please contact us. The pt called back later in the day. The pt stated that he was thankful to get a new battery pack because the battery pack would not stay in the monitor. He also stated that he was using scotch tape to hold the battery pack in the monitor. Support explained to the pt to call technical support anytime there is an equipment issue and we would exchange equipment. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event result from the damaged battery pack. The pt rec'd a replacement battery pack.